Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1 reporting address state: (B)(6). E1 reporting institution phone#:(B)(6).

Event description:
The customer reported a speaker error and requested a replacement device. It is unknown if the device was in use at the time of the event. There was no adverse event reported.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that no speaker sound at start up test because the speaker was defective. The issue is confirmed. The customer was provided a replacement device to resolve the issue.